Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken fill channel, wear abrasion, crease fold, white particles inside the device. Leak test was performed and found opening on diaphragm valve. A microscopic analysis was performed which identify a broken sharp/crack in the fill channel, delamination and opening sharp in the valve bond edge. Based on the device analysis the final assessment is: a broken sharp in the fill channel assessed as an unidentified (tear) opening. A crack on diaphragm valve due to cracked valve seat diaphragm valve. Delamination of the diaphragm valve assessed as adhesive failure. A sharp opening on valve bond edge to an unidentified (tear) opening further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.